Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided guidance on resetting the pump, and the issue was resolved successfully without reoccurrence of the error, allowing the customer to start their sensor session.